Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) showed an oversensing on the atrial and ventricular channels and with increased counts to sensing integrity counter (sic). Per the nurse, these events coincide with a procedure. The ICD remains in use. No patient complications have been reported as a result of this event.